Event description:
It was reported that the truspan 24 gun failed to fire, and the device never bent.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. The product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found the needle with the first plate partially deployed. The second plate was not visible in the photo. The device had foreign matter, presumably biological matter. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, it is possible that when the needle penetrated the tissue, the trigger was not squeezed completely or with the necessary pressure. Per the instruction for use: during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue (e.g. Fat pad and/or articular surface). Once inside the joint space, remove the instrument. 2) at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The investigation found the reported event was caused by use error (reasonably foreseeable misuse). Foreseeable misuse is considered in the company¿s risk management documentation. The post-market surveillance (pms) system periodically trends complaint data to detect signals related to product quality, patient safety, and use error. Quality issues that could affect safety are escalated through the quality system and may trigger a trend report when appropriate. Post market surveillance reviews and complaints feed into the risk management process; based on current review, no device design, usability, or instructions/training changes are needed. Device history review: there was no non-conformance regarding this lot.